Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and device exhibited high pace impedance (>2000 ohms). An invasive procedure was performed to cap the lv lead and explant the device. There were no adverse patient effects.